Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The irrigation was tested before insertion in both deployment states. Once the device was inserted in the left atrium, it was noticed that the flow of the catheter stopped. The device was removed, and no irrigation was coming out. They tried both pump and pressure bag, neither had irrigation. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.